Manufacturer narrative:
Occupation is lay user/patient. The customer has discarded the test strip vial.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested at 12:26 p.m. With a result of 6.0 inr. The customer was tested at the laboratory at 12:45 p.m. With a result of 4.4 inr. The customer's therapeutic range is 2 - 3.0 inr. The customer's warfarin dose was withheld based on the laboratory result. No medical treatment was required. There was no allegation that an adverse event occurred. The customer is in good condition. The customer does not have anemia or anti-phospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer has had no diet changes, no medication changes and is not experiencing any bleeding or bruising requiring medical treatment. The meter and test strips were requested for investigation, however, the test strips have been used up and the vial was discarded. The customer returned the meter. The investigation was able to determine the strip lot in use from the patient result report of the meter. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.